Event description:
The hcp reported the patient had their pump replaced due to battery end of life. The pt has not seen any improvement in their pain level since. A cathetergram was done although the specific results were not reported, the physician reported shortly after the catheter study, the patient was admitted to the hospital due to hypotension. The pt remained hospitalized for a few days, and she "did very well" being discharged home in stable condition. The patient was receiving intrathecal morphine and clonidine and the pump medication was changed to morphine/bupivicaine (marcaine). The physician also reported the patient's pump "flipped", and the patient was ordered to use an abdominal binder for 3 months.